Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(b)(6], revealed complaint unverified, no issues with finding or charging ins, white arrow rubbed off connector, this does not impact the functionality of the recharger and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back on (B)(6) 2025 and reported ever since they received the replacement battery pack, they were now getting a message that told them to replace their controller battery soon when they try to charge the ins. Patient also said they saw messages to charge the controller back up (did not clarify if the battery was actually low or not when this message would appear). Patient confirmed the controller still charged to 100% without issue from ac power. Patient's spouse inspected the controller battery compartment, port and recharger connection pins, but there was no visible damage reported. Patient was a bit confused, so agent explained to the patient will want to hold onto their battery pack and only send back their empty controller when returning equipment, even though the message had been about the batteries. A replacement controller was sent out.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having issues charging their implanted neurostimulator for about a month. Patient said it took fo rever to charge the implanted neurostimulator from 30% to 40% and then ins remained on 40% for about an hour of charging. Patient also said the recharger paddle was getting hot to the touch. An email was sent to the repair department to replace the recharger. Pt called back stating they received the new recharger from this case and they are trying to use it now. Pt stated the top battery has gone down 90 - 70% in 30 minutes and the ins battery is still in red. Pt had to get assistance from their husband to read serial numbers. Agent had pt reset the controller and start ins charge. Pt then stated that the paddle is hot; agent asked pt to clarify if the paddle is hot or warm but, pt was not clear and said it is not burning. Implant recharge quality was excellent and controller was down to 60%. Agent reviewed pt will need to follow up with hcp next if they continue having difficulties charging the implant. Agent sent email to repair to replace the battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.